Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc). Technical services (ts) recommended a clinic evaluation. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc). Technical services (ts) recommended a clinic evaluation. This ra lead remains in service. No adverse patient effects were reported. Additional information was received that this ra lead was explanted alongside the system, due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.